Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock for atrial fibrillation. This shock accelerated the rhythm into ventricular fibrillation where another shock was delivered. The patient was reported to have experienced syncope due to this. Review of the device data showed oversensing of noise as well. The s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.